Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was approximately 126 mg/dl. Reportedly, insulin delivery was resumed with the same supplies.